Manufacturer narrative:
Device evaluation: no evaluation performed by the manufacturer's field service engineer. The customer cancelled the service. Patient/user involvement: no patient involvement.

Event description:
The customer reported a 111c da pcba adc failure; vent inop occurrences. No patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a 111c da pcba adc failure; vent inop occurrences. No patient harm reported, pending request for patient information.